Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient fell twice as a result of the weight of the lifevest monitor, and cut his elbows, which caused them to bleed. The patient reportedly has a muscle-weakening illness, and has neck and shoulder problems. It was reported that the patient was bending over to pick something up when the monitor swung and threw him off balance, causing him to fall. The patient reported that he cut his elbows on the tile floor from two separate falls. The patient was reportedly on blood thinners and was bleeding for approximately three days. The patient also reported having bruising on his back and ribs from the falls. The patient's physician advised him to stop taking his blood thinners for three days until the bleeding stopped. The bleeding reportedly stopped, and the patient's elbows and bruising are healing.